Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 369 mg/dl; cause was unknown. The customer changed pump settings as well as delivered correction bolus to address their bg. Customer was discharged later the same day, (B)(6) 2025 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.